Manufacturer narrative:
Concomitant medical products: pm2240 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two epicardial right ventricular (rv) lead exhibited high threshold. The leads were capped and the patient received a lead less pacemaker. No patient complications have been reported as a result of this event.